Event description:
The facility reported a flogard infusion pump that "did not work". It is unknown if this event occurred during delivery. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported problem of a flogard infusion pump that "did not work" was confirmed as a door issue. During visual inspection the door was found damaged, causing the device to not operate. Service replaced the door to resolve the reported problem.